Event description:
Caller reported the patient experienced elevated blood glucose level up to 600 mg/dl during the night. Caller stated patient vomited, had shortness of breath and felt very sick. Caller reported patient's husband took her to the diabetes specialist and then afterwards she was taken to the hospital via ambulance where she was placed in the ICU with a blood glucose level of 700 mg/dl on the laboratory meter. Caller stated patient was treated with insulin via perfusor. Caller reported the patient's diabetes specialist thinks the pump did not deliver correct insulin. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.